Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, and system risk analysis (sra). DHR/batch record history review could not be performed as the lot number was unavailable. Trending analysis by lot number was not performed as the lot number was unavailable. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The product was not returned; therefore, no visual analysis was performed. An issue with the concomitant sterrad 100s is unlikely since the ci tape with the same lot changed color correctly in another cycle of the sterrad. There is insufficient information to determine an assignable cause. Should additional information become available, the file will be re-evaluated. The issue will continue to be tracked and trended.

Manufacturer narrative:
Brand name - the correct brand name is sterrad® sealsure chemical indicator tape. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14202.

Event description:
A customer reported the sterrad® sealsure chemical indicator tape did not change color correctly after a completed sterrad® 100s cycle. It is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® sealsure chemical indicator tape not changing color correctly. Asp will continue to follow up for additional information.